Manufacturer narrative:
Despite providing a pre-paid return svc label, the product in question has not been returned as of the date of this report.

Event description:
Customer stated cord burned by the switch. Caught on fire and sparks flew.